Event description:
On 21 mar 2008, the sales rep reported that it was noticed that the set screw was missing from one sliders that attaches to d-ring. Additional info reported on the following month, via telephone, from the sales rep that on an unk date, during an inspection of the kit, it was noticed that the set screw was missing on the slider. The malfunction is likely to cause pt injury if it were to recur.

Manufacturer narrative:
Malfunction did not happen during surgery. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.